Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20734211, expiration date 01/31/2013). (B)(4).

Event description:
Caller states patient tested >8.0 inr on coaguchek xs system 1 and 2.1 inr on coaguchek xs system 2. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.